Event description:
It was reported that during a cornary drug eluting stenting treatment procedure, stent damage was observed. During preparation, it was noticed that a stent strut was raised on the 2.50x12mm taxus express2 stent. The device was not used. The procedure was completed with another of the same device. There were no pt complications reported.

Manufacturer narrative:
The device has not been rec'd at the analysis site for eval as of the date of this report.